Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the haptic bent as the lens was being inserted. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted. The patient is doing well.

Manufacturer narrative:
No consequences or impact to patient, haptic(s), bent, unlabeled evaluation: results - visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the power delivery techniques that are effective, and minimize the potential for damaging the lens.